Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary - the device was not received. A manufacturing investigation was conducted by legal manufacturer: materialise based on the available product and patient information. . Design review: the investigation performed, concluded that the plate was slightly deformed. Based on the review of post-op images there were some minor deviations to the position of bone graft that may have caused small inaccuracies during the surgery. The placement of graft segments may have contributed towards slight deformation in the plate. No issues were found with segmentation, plate design and guide design that could have caused the deformation. During quality inspection, the models are visually checked but do not undergo any scanning or control of the shape. Although all models passed the visual check, it cannot be excluded that the model was slightly deformed during handling after printing. No issues with the planning was observed as the surgeon was satisfied with the post-op outcome because it clearly replicates planning. Conclusion: during investigation it was determined that the plate (part #unk plate; lot # unknown) was slightly deformed and the complaint condition can be confirmed. However, no definitive root cause of the issue can be confirmed based on the available information. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - the device lot number is unknown, therefore a DHR review could not be performed. Also manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier is reported as (B)(6). This report is for an unknown cmf plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a patient underwent a mandible reconstruction procedure. Surgeon had already fixated fibula to plate and was concerned there was an approximately 8mm gap present between plate and right proximal segment when fit into the defect model (05). The sppc file and model design was checked and verified that no gap should be present. The pre-drilled screw holes in the ramii lined up with the milled plate, however the surgeon is concerned that the ramii may have had to splay more than intended/planned in order for the plate to fit intra-operatively. The sales rep mentioned that they had taken pictures of the plate on the models pre-operatively and a gap had not been noticed. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. Patent outcome is reported as good. This report is for one (1) unknown cmf plate. This is report 1 of 1 for complaint (B)(4).